Event description:
It was reported that during the attempted implant of a transcatheter aortic valve, a stedi guidewire was placed in the left ventricle (lv), and a pre-implant balloon aortic valvuloplasty (bav) was performed. Following advancement of the delivery catheter system (dcs) to the aortic valve, the valve was deployed to the point of no recapture, where a decrease in blood pressure was observed. Medication was administered and resuscitation was performed, with no improvement. Subsequently, the valve was recaptured and extracorporeal membrane oxygenation (ECMO) was initiated. Upon review of transesophageal echocardiogram, an increase in pericardial fluid was observed. A thoracotomy was performed, and the valve was removed from the patient. A perforation was observed on the lv, and direct hemostasis was subsequently achieved. Subsequently, a new valve was successfully implanted, the patient's chest was closed, and ECMO was discontinued.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: d-evolutfx-2329, serial/lot#: unknown. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. H11. The system reported device no longer meets reportability criteria additional information received shows that there is no information to reasonably suggest that the d-evolutfx-2329 device in this report may have caused or contributed to a death or serious injury or that the delivery catheter system in this report has malfunctioned. Therefore, the delivery catheter system does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that per the physician, the cause of the hypotension was due to the lv perforation. Per the physician, it was unknown if the valve contributed to the hypotension.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the patient was alive, and no other major complications occurred.

Manufacturer narrative:
Updated data: b5. H11. This is a system report. The section d information is for the primary device, which was in use with the following: brand name: deliv sys d-evolutfx-2329, product ID: d-evolutfx-2329, serial/lot: (B)(6), use by date: 2027-03-21, UDI: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that per the physician, the guidewire likely contributed to the ventricular perforation. Per the physician, the dcs did not cause or contribute to the ventricular perforation. The guidewire was inspected prior to use for bends, kinks, or coil separations, and the tip of the guidewire was not manipulated prior to use. The guidewire was introduced into the ventricle through a catheter that was already positioned in the ventricle, and the guidewire was placed in the apex of the left ventricle using a pigtail catheter. The guidewire position was monitored to ensure that the guidewire transition point was above the apex and pointing away from the ventricle wall throughout the procedure. The guidewire did not need to be repositioned at all during the procedure, and the guidewire was not twisted or torqued. Additionally, the guidewire position was monitored visually using 2 projections to ensure guidewire placement and stability. There was no resistance felt with the guidewire during use, and there was no forward movement of the guidewire as the valve was being released. Per the physician, the patient had ventricular hypertrophy and hypertension that contributed to the perforation.